Event description:
Pt required pacemaker replacement (after 6.5 years) however also required ventricular lead replacement because lead resistance was too high. Lead capped and replaced. Pacemaker check one week later yielded non-capture. Pacemaker reprogrammed with capture.